Event description:
It was reported that another manufacturer's intra-aortic balloon pump was experiencing very frequent helium leak alarms. The doctor then discovered blood in the helium tubing and as a result, the catheter was removed. During the removal, some resistance was met. A second iab was not placed. There were no reported patient complications.